Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical study patient ID: (B)(6). It was reported that a 20mm amplatzer amulet was implanted on (B)(6) 2017. On (B)(6) 2022 the patient was hospitalized due to pulmonary embolism; thrombus was observed on the left atrial appendage occlusion procedure (laao). Patient was treated with medication. No patient consequences were reported.

Manufacturer narrative:
An event of pulmonary embolism and thrombus was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. H6 medical device problem code: 2993 removed.

Event description:
Clinical study patient ID: (B)(6). It was reported that a 20mm amplatzer amulet was implanted on (B)(6) 2017. On (B)(6) 2022 the patient was hospitalized due to pulmonary embolism; thrombus was observed on the left atrial appendage occlusion procedure (laao). Patient was treated with medication. Prior to the event the patient received aspirin, no anticoagulant . After thrombus detection heparin was started and patient discharged on apixaban. The patient inr at discharge was 2.5.